Event description:
During an embolization procedure at the splenic artery, the excelsior 1018 microcatheter was approached to the aneurysm 5th idc - interlocking detachable coil was inserted into the microcatheter, resistance was felt. Then during removal, it was noticed tht the subject device had already detached. The same event occurred twice. The patient suffered no clinical sequelae.